Event description:
It was reported that the tips of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B) (4): the instrument is not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.